Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. No implant date was provided. Sometime following device implantation, a failure occurred. The failure occurred after an episode of heavy lifting. It appears as though the top had disrupted both upper sutures resulting in apical detachment. After six (6) months the pt is doing fine. It was subsequently learned that the upper stitches gave way which resulted in the procedure failure. The device did not fail.